Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used in treatment, was returned for evaluation. The delivery curve was found flattened. T1, t2 and suture were returned freed from the needle. T1 was ¿v¿ shaped which indicated having been pulled back through tissue post pierce. The actuator was functional. It cycled and actuated as expected. The depth limiter was attached and was partially forwarded. It was deformed from tissue resistance aligned with having difficulty reaching a desirable location and tissue resistance from probing. Appropriate anchor spacing is required to inhibit improper deployment. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. Per IFU 10600499: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during a meniscus repair, the t1 and t2 implants of the fast-fix 360 felt off from the device at the same time while being inside the patient's meniscus. Both implants were removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.